Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change-out due to normal eri, externalized conductors were observed on the lead. There were no electrical anomalies. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 29.5-30.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 12.7-14.5cm, 14.8-15.6cm, and 14.6-15.7cm from the distal tip. The etfe coating was intact at these locations.